Manufacturer narrative:
Per the surgeon, there was no indication of the device not functioning as intended. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See also report 1032347-2011-00113 as two parts were explanted in this revision.

Event description:
It was reported that a patient had a revision surgery on (B)(6) 2011 to remove the tmj joint.